Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and two infrarenal aortic extensions. A follow up computed tomography showed the patient had a unknown endoleak. The physician is electing to monitor the patient. A secondary intervention has not been scheduled. There have been no additional adverse event reported for this patient.

Manufacturer narrative:
At the completion of the investigation, based on available information clinical evaluation was unable to find substantial evidence to support the following reported events; indeterminate endoleak, surveillance only, and no known patient harm/injury. The most likely cause of the loss of seal could not be determined due to lack of relevant medical information and/or lack of a similar or same events with recognizable, predictable causes. Associated clinical harms for this event included: indeterminate endoleak. No procedure, user or anatomy related issues could be determined, as well as any off-label or cautionary product use conditions due to the lack of medical information surrounding the event. The final patient was reported to be under surveillance, and that no further intervention has been scheduled. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).